Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause could not be determined. Based on the results of the investigation, reasonably known information suggests probable causes of the alleged failure is due to an electrical problem; the most probable cause of this complaint is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited no image. There was no patient involvement.